Manufacturer narrative:
An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination. Resmed¿s risk associated with use of the device remains acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf 131) related to the main blower temperature sensor. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and the reported failed to complete its internal self-test could not be reproduced during evaluation. Review of the device data logs confirmed the single occurrence of a sf131. The device was recalibrated to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf 131) related to the main blower temperature sensor. There was no patient harm or a serious injury reported as a result of this incident.